Event description:
Cook endovascular implant was opened on the field. Device was found to be defective while doctor was preparing the device for implantation. Device/implant never left back table. New implant was opened. Cook rep was in room and aware of problem. Unit director also informed. Device was saved; handwritten on package is "damaged from manufacturer".